Event description:
It was reported that there was oversensing of the ventricular signal by this right atrial (ra) lead on this pacemaker system which resulted in a stored atrial tachy response (atr) episode. Technical services (ts) analyzed the presenting electrogram (egm) and verified the far-field oversensing due to changing of p-wave size. There was no pacing inhibition, and it was noted that the oversensing stopped after a short time. Ts provided programming recommendations as troubleshooting and health care professional (hcp) noted that those changes will be implemented upon next follow-up. No adverse patient effects were reported. Currently, this pacemaker system remains in service.